Event description:
History of capsular contracture. Bilateral extracapsular rupture and silicone granuloma on the herniation of the left implant towards the shoulder on the left side. History of pressure type chest pain with normal EKG.